Event description:
Home pt reports minicaps with dry sponges. The hp stated the sponges were brown in color, but the sponges were not seated properly inside of the cap. The packages were sealed in the usual manner. Noted prior to use, however, the pt did use the product. No pt injury or medical intervention reported.